Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 5. On (B)(6) 2023, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.